Manufacturer narrative:
The promus element plus,mr,ous 3.00x32mm stent delivery system (sds) was returned for analysis in 2 sections. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located approximately 23cm distal to the distal strain relief, and multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.00x28mm, eccentric, de novo, and diffused target lesion with a bend of <=45 degrees was located in the mildly tortuous and moderately calcified proximal left circumflex artery to left main artery. Following pre-dilatation, a 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, the device could not cross the proximal segment and when the physician tried to push the device, the shaft broke. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.